Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent shortening occurred the target lesion was located in the superficial femoral artery (sfa). A 6x150x75 innova stent was selected for treatment and deployed without difficulties. Post-deployment, the stent was noted to be shorter than specified. There was no compression to the stent visible. The stent was post-dilated and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.: the complaint device was not received for analysis; however, media from the clinical procedure was provided to bsc and reviewed. The media showed that the stent was deployed and the vessel was patent. There was no indication or evidence that the stent showed a profile problem or was shortened after deployment. The vessel looked to be patent post-deployment. Review of the manufacturing records for batch 21558202 confirmed that the devices in this batch met all applicable specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent shortening occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x150x75 innova¿ stent was selected for treatment and deployed without difficulties. Post-deployment, the stent was noted to be shorter than specified. There was no compression to the stent visible. The stent was post-dilated and the procedure was completed. There were no patient complications reported.